Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d224trk ICD, implanted (B)(6)2011. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead had decreased sensing and the pace/sense portion of the lead was capped and replaced with another lead. The high voltage portion of the rv lead remains in use. No patient complications have been reported as a result of this event.